Manufacturer narrative:
Concomitant medical products: fr99525 valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock for detecting an atrial arrhythmia with rapid ventricular response (rvr) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The device remains in use. No further patient complications have been reported as a result of this event.